Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was suspected of exhibiting t wave oversensing in the right atrial (ra) channel. This ICD system remains in service. No adverse patient effects were reported.